Event description:
The customer obtained reproducible, elevated accutni results above the ami cut-off for one patient that was questioned by the clinician. Subsequent testing on an alternate methodology produced a lower, discordant result. A definitive root cause has not been determined to date for this event with the data provided.